Manufacturer narrative:
The pump passed the functional testing, including the self test, sleep current measurement, active current measurement, rewind, prime/seating, basic occlusion, occlusion, force sensor and displacement tests. The pump was returned for power error alarm 25. The power management graph shows and the detailed trace analysis confirmed alarm 25 was triggered when the backup battery unloaded voltage was less than 3.7 volts for 240 consecutive minutes. The detailed trace confirmed that the root cause was the non-sleep anomaly software error. The pump had a scratched case and a pillowing keypad overlay.

Event description:
It was reported that the insulin pump alarmed power error 25. The insulin pump alarmed power error 25 every fourth hour. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.